Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical stapling in a pulmonary surgical procedure, in the second shot with the black reload, the stapler snapped and did not respond to the movement that corresponds to the firing. The trigger was soft and did not work anymore. It was replaced with another stapler and surgery went normally. The surgeon was able to press the green button but was not able to squeeze the handle. There was no patient injury.